Manufacturer narrative:
DHR review: the complaint lot#3216622, sku is 383318, assembly in suzhou plant1 on 2023.aug.19, lot quantity is (B)(4). Review the in process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot. Return sample analysis: no sample returned, there is one picture attached and shows the unit package information only. Retain sample analysis: sampling 2ea from the retain sample of the same lot to check product appearance, no defect detected and test result is good. Refer to the attachment for retain sample test report. Possible cause analysis: based on the reported information, hole is detected on catheter, the possible reason is as below: 1. The raw material has defects. 2. Component damage happened during assembly current manufacture process have taken control procedures as below to protect this kind of possible risk: 1. 100% common inspection is performed during each process station start from tubing bonding process. 2. Common inspection is performed during packaging process. 3. Qc sampling check will inspect the component appearance and do leakage test as conclusion: there is no sample returned, one picture attached to show the unit package information only but does not show the actual defect feature. The retained sample appearance inspection and leakage test is performed, not defect feedback, with this we cannot decide the root cause, only analyze possible reason.

Event description:
It was reported that bd saf-t-intima y adp yel 24ga x 0.75in catheter was defective / damaged the following information was provided by the initial reporter: it was reported by customer that hole in the catheter verbatim: we have received the below product problem report. Stevens ref#(B)(4) has been assigned to this issue. Upon completion, please provide a quality investigation letter detailing your findings. Please advise on next steps for quality investigation and customer resolution: ________________________________________ product problem report product information product description: catheter IV saf-t-intima w/y adpter 24 x 0.75in yellow bx/25 problem information **cite customer ref#(B)(4) ** date of incident: (B)(6) 2024 hole in the catheter occurrences: 1 each reporter information reporter name: (B)(6). Reporter position/department: ICU reporter phone: (B)(6). Reporter email: (B)(6). Site information burnaby hospital 3935 kincaid st burnaby, bc v5g 2x6 sample information incident samples: 0 representative samples: 0 no adverse event reported

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.